Manufacturer narrative:
Additional devices involved in the event: controller-(B)(4) / catalog number 1407ca / expiration date 31mar2016. Not returned to manufacturer. (B)(4). Controller-(B)(4) / catalog number 1407ca / expiration date 31mar2016. Not returned to manufacturer. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient presented to the emergency room with a disconnected his/her driveline (dl) disconnected from his/her controller. The site reported that a preliminary review of the controller log files revealed and electrical fault alarm at 09:59:24 with a rear phase c open message. The patient is reported to have subsequently expired. Details regarding the patient's symptoms at presentation, the results of any diagnostic testing or of any treatments provided were not reported. No further information has been provided at this time.

Manufacturer narrative:
Correction: date MFR received for the initial report is 10/24/2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices involved in event: heartware® ventricular assist system - controller 1.0 (B)(4)/ catalog number 1407ca / expiration date 31mar2016, returned 10nov2017, device evaluation anticipated, but not yet begun result code(s): results pending completion of evaluation (B)(4). Conclusion codes(s): conclusion not yet available-evaluation in progress. Heartware® ventricular assist system - controller 1.0 (B)(4)/ catalog number 1407ca / expiration date 31jul2016, returned 10nov2017, device evaluation anticipated, but not yet begun. Results pending completion of evaluation (B)(4). Conclusion codes(s): conclusion not yet available-evaluation in progress; (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the vad coordinator received an urgent call from the patient¿s spouse on the morning of (B)(6) 2017. The patient¿s spouse reported that he/she heard the ventricular assist device (vad) alarming when the patient was in the bathroom. The patient¿s spouse instructed the patient to come out of the bathroom where they planned to do a controller exchange. Emergency medical assistance had been called and it was reported that a police officer, who was first on the scene, attempted cardiopulmonary resuscitation (CPR) without touching the vad. Once paramedics arrived, they continued resuscitative efforts with multiple futile attempts to reconnect the patient to either the primary or backup controllers. CPR was discontinued when the patient¿s spouse reported that the patient had a living will that specified a request of do not resuscitate. The paramedics called the hospitals for instructions after the patient expired and brought the patient to the emergency room around 1:00pm. When the patient arrived, it was noted that he/she was not connected to either of the controllers. The driveline is reported to have appeared to be intact; though a thorough inspection was not performed. The patient¿s two controllers were shipped to the manufacturer for analysis. No further information has been provided.

Manufacturer narrative:
This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report investigation results. Additional devices involved in event: (B)(4) - controller, 2015-03-31(B)(4). (B)(4)- controller, 2015-07-31 (B)(4). The pump was not returned for evaluation; while both controllers were returned. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned controllers revealed that the devices passed visual inspection and functional testing. The reported event was confirmed via review of log files which revealed multiple electrical fault alarms, vad stopped alarms, vad disconnect alarms and high watt alarms logged on (B)(4). The first electrical fault alarm was logged on (B)(4) at 9:52:24 on (B)(6) 2017 due to a phase open on the rear stator, resulting in the pump running on a single stator. A high watt alarm was logged a minute later, due to the increased power consumption needed to run on a single stator. Another electrical fault alarm was logged at 10:09:34 indicating that the rear stator was not connected. At 10:12:32, a vad stopped alarm was logged indicating that the pump failed to restart after several attempts which was followed by few more electrical faults, vad stop and vad disconnect alarms. The last alarm logged was a vad disconnect at 10:42:25 indicating a physical disconnection of the driveline from the controller. Review of log files for (B)(4) (the patient's backup controller) revealed two vad disconnect alarms logged on (B)(6) 2017 indicating the driveline was physically disconnected from the controller. This likely occurred during the controller exchange process. Additionally, one low flow alarm was logged on (B)(6) 2017. An internal investigation has been opened to evaluate the pump restart failures at the system level and implement corrective actions as required. Based on the available information, the most likely root cause of the electrical fault alarm may be attributed to an open phase on the rear stator. Based on an extensive investigation conducted under an internal investigation, the likely contributing causes for failure to re-start come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, as no actionable root causes were identified. If information is provided in the future, a supplemental report will be issued.